Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) implant using the mobile programmer base, there was continuous loss of telemetry and repeated disconnections from the implanted device throughout the procedure. Telemetry loss occurred prior to the device being placed on the sterile field and continued intermittently while connecting to the ICD and checking measurements. Troubleshooting steps were taken to include repositioning the base from the programmer cart to the patient table, then to a tower positioned above the patient, as well as moving the patient connector closer to the patient¿s head. It was noted that wifeless fidelity was turned off during these attempts. Despite the troubleshooting steps, telemetry remained intermittent, and the connection quality was insufficient to safely proceed with defibrillation threshold (dft) testing using the base. Therefore, the session was ended, and the procedure was completed using a legacy programmer. It was then reported that a brief loss of connection occurred once with the legacy programmer, but it reconnected immediately, and no further connection issues were observed during dft testing. No patient complications have been reported as a result of this event. Application version: 4.3.5 host tablet os version: 18.5.

Manufacturer narrative:
Continuation of d10: 2090 programmer, 24967 patient connector, m01a02 mobile programmer application medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer base lost telemetry was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.